Manufacturer narrative:
(B)(4). The sample has been returned and is awaiting evaluation. Once the sample is evaluated or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
The customer reported a vented paclitaxel set which had the tubing detach from the set. The condition occurred during priming. There is no report of patient involvement, injury/adverse events, nor medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4).evaluation summary: the sample was returned in a plastic bag for evaluation. Visual inspection revealed that the pipe end of the filter raw material was cracked and detached from the remaining components of the filter. The reported condition was confirmed. The root cause was determined to be defective raw material. Should additional relevant information be received, a follow-up medwatch will be submitted.additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.this issue is being investigated through CAPA.